Manufacturer narrative:
Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Correction: an update received on (B)(6) 2015 indicated that removed hardware during the revision was an unknown nail and unknown locking screws. An endcap was not originally implanted and, therefore, has been removed from this complaint. This report is 1 of 2 for (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. Date of implants is unknown. This report is for an unknown quantity of unknown locking screws. The subject device is not expected to be returned to the synthes manufacturer for evaluation. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that a lateral entry femoral nail revision was performed on (B)(6) 2015 due to nonunion. It was reported that an unknown femoral nail, an unknown quantity of unknown locking screws, and an end cap were removed. The original date of implant is unknown. The femur was revised with a shorter 6.5mm reconstruction screw; however, it is unknown what other hardware was used for the revision. The surgery was delayed two (2) minutes due to an event during surgery addressed and reported in related complaint com-(B)(4). It was reported the procedure was successfully completed and the patient is doing well. This report is for an unknown quantity of unknown locking screws. This report is 1 of 3 for com-(B)(4).